Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had a valve infection. This pacemaker was removed as a precautionary during the antibiotic therapy. Moreover, this device was reused for temporary pacing system and was eventually removed during the implant of the new permanent system. There were no additional adverse patient effects reported.